Event description:
During product evaluation, the pump head mechanism was under infusing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31, 2007. Evaluation summary:the condition of pump head mechanism that was under infusing was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.